Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left colectomy, upon resection of the sigmoid, the surgeon was able to press the green button but could not squeeze the handle and the device did not fire. The reload was prefired while used on a new handle. Two other similar reloads with different lot numbers were used to complete the case. There was no patient injury.